Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was explanted due to an infection. No further patient complications have been reported as a result of this event.